Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to damaged electrode pads. The pads were replaced to resolve the report. The pads were scrapped after testing. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.